Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2011, explanted: (B)(6) 2012, product type: catheter. Product ID 8596sc, serial# (B)(4), implanted: (B)(6) 2011, explanted: (B)(6) 2012, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative and healthcare provider regarding a patient with an implantable pump for non-malignant pain, chronic low back pain, post lumbar laminectomy syndrome, and radiculopathy. It was indicated, via the pump print-out, the catheter was replaced on (B)(6) 2012. It was unknown what drug, dose, or concentration was being delivered at the time. No further information was provided regarding the catheter replacement.